Event description:
Urinary catheter inserted (B)(6) 2015; pulled out by pt (B)(6) 2015. Product was torn in half. Urinary catheter found on floor with assumption it was pulled out by the pt. Upon examination of the catheter, it was noted the catheter was not intact. On (B)(6) 2015, the pt underwent cystoscopy for the removal of the catheter tip from the urethra.